Event description:
This lead was returned with oos documentation from a biotronik rep. This lead was sensing inappropriately and the system was giving inappropriate shocks. The ventricle lead was repositioned once, and when the inappropriate sensing and shocks continued, the whole system was removed. It was replaced with linox sd 65/16. After the system was exchanged, the doctor and rep were told that the patient had been sleeping on an electric bed. Also removed: lumax 340 dr-t, 1028232-2008-00215. Setrox s 45,1028232-2008-00213.